Manufacturer narrative:
On (B)(6) 2019, the patient¿s (pt) family member was contacted and additional information was provided. The pt is showing ¿little improvement in symptoms.¿ the pt is still experiencing pain and sensitivity to light. The pt¿s family member described the left eye (os) as ¿white¿ and noted that the pt was ¿blind¿ in that eye. The pt continues to use the prescribed medication: levofloxacin 4 times daily; gentamicin 3 times daily; chloramphenicol ointment at night; thealoz duo as needed; clinitas multi 4 times daily. The pt is scheduled for a follow-up visit on (B)(6) 2019. No further information was provided. The suspect os cl is not available for return. If any further relevant information is received, a supplemental report will be filed. Section h.6. Evaluation codes: code 1994 ¿ pain.

Manufacturer narrative:
(B)(4). (B)(6).

Event description:
On 21aug2019 a call was received from an eye care provider (ecp) representative in the (B)(6) who reported a patient (pt) was seen at a hospital and had the ¿top layer of the cornea peeled off¿ while wearing the acuvue oasys®1 day with hydraluxe¿ brand contact lenses. The pt is still under the care of the hospital. The date of event is reported as (B)(6) 2019. On 22aug2019 additional information was provided: the ecp representative reported the pt had 2 packs of lenses and was unsure which lot number was for the affected lot number. Lot numbers 6311670102 and 6307760103 were provided. The pt had symptoms in the os about 10 days ago and presented to the hospital. The hospital diagnosed a corneal ulcer, pseudomonas, treated with gentamycin hourly and oral ciprofloxacin. The pt allegedly took the suspect lens to the hospital for testing. Additional medical information was requested but has not been received. On 29aug2019 a discharge letter and images of the pts eye were received. No va is given. Treatment with gentamycin and ceftolozone was prescribed hourly during the day and night along with oral ciprofloxacin. Inpatient discharge summary: no date provided. Clinical summary: admitted with contact lens related corneal ulcer of the os. Large corneal ulcer initially 6.3 mm x 7.0 mm, hypopyon and significant corneal oedema. Treated with hourly cef and gent d+n. Corneal scrapes grew pseudomonas sensitive to cipro and gent. Added ciprofloxacin orally to treatment. Opinion sought from the corneal team during admission. General improvement in symptoms during admission. Patient aware of unknown/poor visual prognosis in the os. Complications: none. Investigations: corneal scrapes ¿ grew pseudomonas (sensitive to cipro and gent) to be seen by ophthalmology in approximately 3 days. Medications on end of page cut off, unable to see what was prescribed. No other additional information was provided. The suspect os contact lens was requested for return for evaluation, however, it is unknown if the suspect lens is available for return for evaluation. A lot history review was performed for lot 6311670102 and lot 6307760103: the batch records did not show any abnormalities in monomer and solution testing. All parameters tested were within specification. All sterilization requirements were successfully completed. Lot 6311670102 and lot 6307760103 were produced under normal conditions. If any further relevant information is received, a supplemental report will be filed.